Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to device erosion. The pacemaker (pm) had eroded the pocket and was visible through the skin. The patient was asymptomatic. The pm and both the right ventricular (rv) and left ventricular (lv) leads were prophylactically explanted to prevent infection due to the pocket erosion. The patient was stable throughout the procedure.